Event description:
The affiliate reported the customer alleged false positive toxoplasma gondi antibody (igg) results, for one pt, involving access 2 immunoassay system. The pt was believed to be negative. The erroneous results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no indications service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable event.